Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was not able to replicate the failures. The unit passed product inspection per customer/manufacturer requirements.

Manufacturer narrative:
Other contact person: (B)(6). Other contact email: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) alarming and down. There was no patient harm or injury reported.